Event description:
A ventilator was returned to the manufacturer for service. There was no allegation of device malfunction. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, error codes related to the sensor board were observed in the device's downloaded error log. The device's sensor board was replaced to address the issue.